Manufacturer narrative:
Evaluation of the returned software files indicated that the probable cause of the medial deviation to be soft tissue pressure on the surgical tools due to proximity to the incision edges. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that there was a medial breech of l3 right pedicle detected during the drilling phase, and caused a csf leak. The plan did not reflect that screw was planned medial, and there was no skive detected or felt. Registration was reviewed and determined not to be an issue, and no platform shift was detected. Since the breech was detected during drilling, there were no photos of the breech as the surgeon removed the platform to fix the leak and freehand the l3 right screw. There were no additional complications reported or anticipated as a result of the event.